Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient reported stress urinary incontinence in (B)(6) 2012. Medications (type not specified) were given to the patient to resolve the stress urinary incontinence. The patient condition is reported to be fine. All other information is unknown and unavailable.